Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) had no anomalies found. The ins had a complaint of lead insertion issue. A known good lead was able to be inserted into the connector block of the ins with no issues noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the lead could not be inserted completely into the implantable neurostimulator (ins) channel during the stage 2 procedure and it was noted the ins was never implanted. The patient had stated during stage 1 their friend pulled on the wire, however fluoroscopic imaging confirmed the lead had not migrated. The ins channel was inspected for obstruction, nothing was visible, and the lead was cleaned off several times and inspected, with no visible imperfections. The lead would advance almost all the way but would not reach the end where the blue tip was visible in the window of the ins. The rep attempted to insert multiple times, they loosened the ins screws and the lead would not advance. They attempted to test impedances with lead inserted as far as it would go and all combinations were over 4,000 ohms except for one (case <(>&<)> 1). The rep turned the amplitude up to 3.0, then 5.0 and pulse width to 300, and still showed same high impedances. A new ins was opened and the lead went all the way to the end of the insertion channel (blue tip was visible in the window of the lead channel). Impedances were checked and were was clear. The issue was reported to have been resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.